Event description:
Additional information was received that high out of range impedances continued and there were also reports of noise and oversensing. A lead revision was recommended. At this time, the physician has decided that the patient no longer needs the device as their ejection fraction has improved. The patient has chosen to have their device system removed in the near future. The tachy therapy has been programmed off. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was being evaluated for unspecified patient symptoms. Upon review it was revealed that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. This system remains in-service.